Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tissue injury procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.